Event description:
Customer received a calcium result on a patient that was discrepant. She states, the serum tube first ran 13.5 mg per dl, then reran 8.2 mg per dl. The 13.5 mg per dl result was not reported to the floor. Customer states that the patient's calcium result from the prior day was 8.8 mg per dl. Customer declined dispatch of field service representative twice, stating it was a random error and they have not had problems with any other patients.